Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter indicated that after swimming with the pump the ok button stopped working. The reporter confirmed that the keypad was intact and there was no known trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the pump failed to power on during testing. A leak test was performed and found that the pump casing was leaking at the case seal. The pump was opened and found moisture throughout the pump. No performance testing could be completed due to the unrelated power issue. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the bolus button was found to be partially detached from the pump.